Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious (important medical event for device malfunction was added). This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other health care professional. This case concerns 56 year old female patient who received treatment with synvisc one injection and on the same day had allergic reaction to synvisc, unable to w.b on it; after one day had flexion to 90 degrees; after unknown latency the patient was not feeling good. Also, device malfunction was identified for the reported lot number. No relevant medical history, concurrent condition and were reported. Past medications included synvisc one (had multiple times). Patient had previous synvisc one injection on (B)(6) 2016 and (B)(6) 2017, and had no reaction. Patient has had them in the past and states she has never had the pain post injection. Patient had no known drug allergies. The patient comes in for right knee pain. The left knee was also bothering her a bit, but she states the tightness of the right knee was painful. Patient was considering having knee replacement in the beginning of next summer as she worked in school district. On physical examination, patient was alert, oriented, and pleasant. The right knee showed full extension and flexion to 120 degrees. No instability. No erythema or warmth. There was crepitus on range of motion. Doctor aspirated the right knee of about 15 cc benign-appearing fluid and injected with synvisc-one. Concomitant medications include amlodipine, multivitamins, calcium, cyanocobalamin (vitamin b12), colecalciferol (vitamin d3), ibuprofen (motrin ib) and ibuprofen (advil) on (B)(6) 2017, at 09:30 am, the patient received treatment with intra-articular synvisc one injection, at a dose of 1 df once (lot number: 7rsl021 and expiration date: 31-may-2020) for osteoarthritis of right knee. It was reported that the patient tolerated the procedure well. On the same day, patient had increase pain at injection site within one hour of injection. The patient comes within 24 hours of flare-up of knee pain. This was within 24 hours of the synvisc-one injection. There have been no fevers or chills. Pain started within an hour. Patient said that she took an naproxen sodium around 1:30 and it has not done anything. Patient stated it was swollen and red, but not hot to touch and did not have a temperature. Patient was having terrible pain and was unable to w.b. (Weight bear) on it. Patient was advised to continue to rest, elevate and ice 20 min on and 20 mins off as well as monitor her temperature. Patient was advised to switch over to ibuprofen, which she has, for her next dose to see if that helped better. In addition, doctor advised that if she still did not have any relief and cannot wait for her appointment tomorrow to go to the ER (emergency room). Patient had allergic reactions to synvisc one. On physical examination, patient was alert, oriented, and pleasant. Right knee showed some swelling, full extension, and flexion to 90 degrees (onset date: (B)(6) 2017; latency: one day). It was reported that the injection site was aspirated (20 cc of blood tinged fluid) was removed. Patient was injection with methylprednisolone acetate (depo-medrol). It was reported that the patient had severe pain, more pain in knee following injection. On an unknown date, unknown latency of receiving the injection the patient was not feeling good and pain was worse. On (B)(6) 2017, patient had significant improvement with her pain after the aspiration and injection of depo-medrol after her allergic reaction to synvisc one. Patient has had no fevers or chills and was getting by fairly well now. Patient had a mild effusion in her right knee. No instability. No erythema or warmth. Patient would consider re-injection if she did not steadily improve over the next few weeks. It was reported that no lab test were done except arthrocentesis. Corrective treatment: methylprednisolone acetate (depo-medrol), naproxen sodium (aleve) for allergic reaction to synvisc; rest, elevate, ice for unable to w.b on it; not reported for rest events outcome: recovering for allergic reaction to synvisc and device malfunction; unknown for rest events reporter causality description: yes for injection site pain and injection site joint effusion a pharmaceutical technical complaint (ptc) was initiated with global ptc number 50355. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction and allergic reaction to synvisc additional information was received on 13-nov-2017 from other health care professional. Related case ID ((B)(4)) was added. The number of patients was updated form a single patient to that of two patients (with unspecified demographcs). An additional event of pain was worse was added with details. Clinical course was updated. Text was amended accordingly. Additional information was received on 15-nov-2017 from the physician. The additional event of swelling was added with details. The event term was updated from "pain was worse" to "pain was worse/ pain in knee following injection/ severe pain". Clinical course updated and text was amended accordingly. Additional information was received on 22-nov-2017. Global ptc number was added. An additional event of device malfunction was added. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Follow up was received on 15-dec-2017. No new information was received. Additional information was received on 22-jan-2018. Case was updated to single patient case. Patient details were updated. Suspect product details updated. Events of pain was worse/ pain in knee following injection/ severe pain and had swelling/right knee shows some swelling/swollen was updated as symptom of allergic reaction to synvisc. Event of allergic reaction to synvisc was added along with its details. Concomitant medications added. Seriousness criterion of device malfunction was updated to required intervention. Clinical course updated and text was amended accordingly. Additional information was received on 17-apr-2018. Concomitant medication amlodipine, multivitamins were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had allergic reaction to synvisc one. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event for device malfunction was added). This case was cross referenced with (B)(4). This unsolicited case from united states was received on 08-nov-2017 from other health care professional. This case concerns (B)(6) year old female patient who received treatment with synvisc one injection and on the same day had allergic reaction to synvisc, unable to w.b on it; after one day had flexion to 90 degrees; after unknown latency the patient was not feeling good. Also, device malfunction was identified for the reported lot number. No relevant medical history, concurrent condition and were reported. Past medications included synvisc one (had multiple times). Patient had previous synvisc one injection on (B)(6) 2016 and (B)(6) 2017, and had no reaction. Patient has had them in the past and states she has never had the pain post injection. Patient had no known drug allergies. The patient comes in for right knee pain. The left knee was also bothering her a bit, but she states the tightness of the right knee was painful. Patient was considering having knee replacement in the beginning of next summer as she worked in school district. On physical examination, patient was alert, oriented, and pleasant. The right knee showed full extension and flexion to 120 degrees. No instability. No erythema or warmth. There was crepitus on range of motion. Doctor aspirated the right knee of about 15 cc benign-appearing fluid and injected with synvisc-one. Concomitant medications include calcium, cyanocobalamin (vitamin b12), colecalciferol (vitamin d3), ibuprofen (motrin ib) and ibuprofen (advil) on (B)(6) 2017, at 09:30 am, the patient received treatment with intra-articular synvisc one injection, at a dose of 1 df once (lot number: 7rsl021 and expiration date: 31-may-2020) for osteoarthritis of right knee. It was reported that the patient tolerated the procedure well. On the same day, patient had increase pain at injection site within one hour of injection. The patient comes within 24 hours of flare-up of knee pain. This was within 24 hours of the synvisc-one injection. There have been no fevers or chills. Pain started within an hour. Patient said that she took an naproxen sodium around 1:30 and it has not done anything. Patient stated it was swollen and red, but not hot to touch and did not have a temperature. Patient was having terrible pain and was unable to w.b. (Weight bear) on it. Patient was advised to continue to rest, elevate and ice 20 min on and 20 mins off as well as monitor her temperature. Patient was advised to switch over to ibuprofen, which she has, for her next dose to see if that helped better. In addition, doctor advised that if she still did not have any relief and cannot wait for her appointment tomorrow to go to the ER (emergency room). Patient had allergic reactions to synvisc one. On physical examination, patient was alert, oriented, and pleasant. Right knee showed some swelling, full extension, and flexion to 90 degrees (onset date: (B)(6) 2017; latency: one day). It was reported that the injection site was aspirated (20 cc of blood tinged fluid) was removed. Patient was injection with methylprednisolone acetate (depo-medrol). It was reported that the patient had severe pain, more pain in knee following injection. On an unknown date, unknown latency of receiving the injection the patient was not feeling good and pain was worse. On (B)(6) 2017, patient had significant improvement with her pain after the aspiration and injection of depo-medrol after her allergic reaction to synvisc one. Patient has had no fevers or chills and was getting by fairly well now. Patient had a mild effusion in her right knee. No instability. No erythema or warmth. Patient would consider re-injection if she did not steadily improve over the next few weeks. It was reported that no lab test were done except arthrocentesis. Corrective treatment: methylprednisolone acetate (depo-medrol), naproxen sodium (aleve) for allergic reaction to synvisc; rest, elevate, ice for unable to w.b on it; not reported for rest events outcome: recovering for allergic reaction to synvisc and device malfunction; unknown for rest events reporter causality description: yes for injection site pain and injection site joint effusion a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction and allergic reaction to synvisc additional information was received on 13-nov-2017 from other health care professional. Related case ID ((B)(4)) was added. The number of patients was updated form a single patient to that of two patients (with unspecified demographcs). An additional event of pain was worse was added with details. Clinical course was updated. Text was amended accordingly. Additional information was received on 15-nov-2017 from the physician. The additional event of swelling was added with details. The event term was updated from "pain was worse" to "pain was worse/ pain in knee following injection/ severe pain". Clinical course updated and text was amended accordingly. Additional information was received on 22-nov-2017. Global ptc number was added. An additional event of device malfunction was added. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Follow up was received on 15-dec-2017. No new information was received. Additional information was received on 22-jan-2018. Case was updated to single patient case. Patient details were updated. Suspect product details updated. Events of pain was worse/ pain in knee following injection/ severe pain and had swelling/right knee shows some swelling/swollen was updated as symptom of allergic reaction to synvisc. Event of allergic reaction to synvisc was added along with its details. Concomitant medications added. Seriousness criterion of device malfunction was updated to required intervention. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had allergic reaction to synvisc one. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event for device malfunction was added). This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 08-nov-2017 from other health care professional. This case concerns two patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient was not feeling good, pain was worse/ pain in knee following injection/ severe pain and had swelling, also, device malfunction was identified for the reported lot number. No relevant medical history, concurrent condition and concomitant medications were reported. Past medications included synvisc one (had multiple times). On an unknown date, the patient received treatment with intra-articular synvisc one injection, once (lot number: 7rsl021 and dose, indication, expiration date: not reported). On an unknown date, unknown latency of receiving the injection the patient was not feeling good and pain was worse. It was reported that the patient had severe pain, more pain in knee following injection. On an unknown date, after unknown latency, the patient had severe pain. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 13-nov-2017 from other health care professional. Related case (B)(4) was added. The number of patients was updated form a single patient to that of two patients (with unspecified demographics). An additional event of pain was worse was added with details. Clinical course was updated. Text was amended accordingly. Additional information was received on 15-nov-2017 from the physician. The additional event of swelling was added with details. The event term was updated from "pain was worse" to "pain was worse/ pain in knee following injection/ severe pain". Clinical course updated and text was amended accordingly. Additional information was received on 22-nov-2017. Global ptc number was added. An additional event of device malfunction was added. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain and swelling in knees, and was not feeling good. Although exact dates are not reported but a temporal relationship cannot be excluded with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.